Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The distributor went onsite to evaluate the device. It was determined that the printed circuit board (pcb) was replaced to resolve the issue. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm and exhalation flow transducer failed calibration at 0 cm h2o during use with a patient. The customer reported that there was no patient harm and the patient was transferred to a back up device.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue was found to be transducer failure.

Manufacturer narrative:
This field was blank on the previous supplemental MDR, should have included "11/13/2017". This field was blank on the previous supplemental MDR, "device evaluation" should be included. In the initial MDR, patient code should have been selected. The method, results, and conclusion code have been appropriately selected.